Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30476. It was reported the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were repositioned to address the issue.